Manufacturer narrative:
Patient weight not available from the site. The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Issue resolved at time of the event. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, their navigation system software would intermittently exit unexpectedly to a black,logo splash screen. In trouble-shooting, a re-boot of the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.